Manufacturer narrative:
(B)(4). Batch # unk (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: robotic low anterior resection with colostomy with staple line failure and creation of a diverting ileostomy. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/08/2021. Additional information received: the customer was unwilling to meet with me. I do know his np does firing and removal of the device and is very inexperienced in surgery overall.